Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that it had malfunctioned and was removed after 6 months. The patient stated that their incontinence came back and it was determined that the device malfunctioned and needed to be replaced. Additional information was received from a manufacturer representative (rep). The rep reported that they were with the hcp when they replaced the device. The rep did not believe the reason for the replacement was malfunction, but for non-efficacy. No further complications were reported or were expected.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies and passed final functional testing. It was determined there was good, stable output on the electrode pairs as received. Analysis also determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient street address corrected. If information is provided in the future, a supplemental report will be issued.